Event description:
It was reported that while doing a primary distal femur there were issues with the locking screw. This was surgeons first case with the axsos screw. Rep had previously advised of how to operate the screw and the guidelines for the use. Dr. Put the screw on and advanced the screw in at a high speed. The screw was not straight and as it went into the plate began to unthread. Rep advised surgeon that screw was unthreading and surgeon stopped and asked if this was common. Surgeon then backed the screw out and attempted to use other screw but had no luck because there were still screw threads in the plate. He then backed the second screw out and cleaned plate of threads and was successful on the third attempt with the second screw.

Manufacturer narrative:
Device remains implanted. If the device or additional information becomes available it will be reported on a supplemental report. Device will not be returned.